Event description:
Pt reported that she had an essure implanted in (B)(6) 2010. Immediately after the surgery she began having the following symptoms: pain, migraines, nausea, weight fluctuations, inflammation, swelling, frequent infections, irregular uterine bleeding, acne, rashes, and cyst formation in the fallopian tube. She stated that she was in a car accident on (B)(6) 2010 where she totalled her car because she passed out while driving due to the extreme pain. About 11 months later she reported seeing a doctor who asked her if she was given an allergy test before the implantation of the device. She found out that indeed she was allergic to the nickel in the essure. She alleged that she nearly died and they had to give her emergency surgery to remove the device on (B)(6) 2011. She reported that a physician told her that it takes about a year for the nickel to detox out of the body but pt stated that she continues to have all of the symptoms she had prior to the essure's removal but they are not as bad as before. Pt reported being told by her doctor prior to the implantation of the essure that it was a reversible procedure. She is now extremely upset because she can no longer have the children she planned to have in the future. Pt is requesting info about a report that was filed on her behalf by the manufacturer.